Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor within 10 minutes. Results of 87 mg/dl and 501 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer did not provide meter serial number, strip lot number and control solution. In addition, the customer's product has been requested back for investigation, however, customer refused to return meter. Note: it should be noted that this meter does not give a value for reading greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.